Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a fistula, the tip of needle broke off. This was noticed it after third pass through graft material. An x-ray was done but the broken needle was not found.